Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging a battery indicator on their one touch ultramini meter. The patient mentioned that the reported issue began on (B)(6) 2011 at around 6:00am. Due to the alleged issue, the patient was unable to test their blood glucose. Approximately a couple of hours later the patient developed symptoms of feeling shaky. The patient not seek medical attention or contact their physician for assistance. This is not the first time the product is being used. There was no misuse of the product. The meter did not need replacement batteries. Issue was not resolved over the phone and the meter was replaced. The complaint is being reported since the patient alleged that due to the battery indicator, the patient was unable to test and later developed symptoms suggestive of a serious injury.